Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative and a consumer. The pump had been alarming since (B)(6) 2018. The multi tone alarm was due to a low reservoir. The physician decided to program 3 ptm bolus doses per day and did not want to replace the pump at this time. The ptm had a code 8476 which started on (B)(6) 2018 . The pump continues to stall and recover. The pump had been stalled for seven hours at one point. The motor stall was active. The cause of the motor stall was unknown. The patient had a head MRI scan on (B)(6) 2018. The patient had a cat scan on (B)(6) 2018. The representative came to see patient on (B)(6) 2018 and said that computerized axial tomography (cat) scan had nothing to do with the motor stall but the doctor said it is what caused it. The personal therapy manager (ptm) had an error code of 0617 on (B)(6) 2018. The code was not resolved. The patient was to follow up with the hcp. Current drug in the pump was morphine 10 mg/ml 2.9 mg/day. The patient¿s weight at the time of the event and medical history were unknown.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a company representative regarding a patient who was receiving morphine 10 mg/ml; 2.5 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient experienced a gradual change in therapy with pain in their lower back. The pump started alarming a single tone on friday ((B)(6) 2018) and then by saturday ((B)(6) 2018) it changed to the multi-tone alarm. The patient did not miss a refill, the healthcare provider (hcp) rescheduled the refill and pushed it back. The pump was refilled (B)(6) 2018. A single alarm was heard (B)(6) 2018 and a couple times since then. The patient was able to receive bolus doses until he received a screen with a bell and code 8476 on the personal therapy manager (ptm) on (B)(6) 2018. The patient was to follow up with the hcp. A motor stall was seen at initial interrogation. There were multiple motor stalls and recoveries. The patient did not recently have magnetic resonance imaging (MRI). It was confirmed there were no electromagnetic interference or magnetic sources present. No further complications were reported.